Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a neuroguard stent iep sys ng-0740-140-2 was used to treat a patients right proximal carotid artery, which had a severely calcified lesion with 90% stenosis. Post-op, the patient suffered a stroke. The patient was admitted to hospital. The issue was resolved. Spider embolic protection device was placed. Pre-dilation with on the shelf balloon. Off label use of a non-medtronic (shockwave) balloon, requiring a lot of manipulation to deliver the balloon. Patient became symptomatic before neuroguard was in the body. Initial post procedure CT and MRI were negative. Post procedure MRI at day 4 did show an embolic stroke on the treated side. The patient is almost completely back to baseline clinically. No issue with neuroguard delivery or deployment - device functioned normally.